Event description:
Olympus (omsc) was informed that the customer autoclavable camera head was returned to olympus for repair for a reported image defect, noisy occurrence. The reported problem was found during an unspecified event. Upon inspecting and testing, noise on the image (image not visible) was identified. No death, injury or harm was reported.

Manufacturer narrative:
The olympus inspection identified noise on the image (subject cannot be recognized). The cabling has deformation/twisted. The video connector has corrosion on the contacts, water tightness failed at the camera body, main body wear/scratches, scratches on the switch body, optical axis is slipping. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the broken cable led to the communication failure and defective image. It¿s probable the cable deterioration was caused by liquid ingress from the cracked main body. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.